Manufacturer narrative:
Reported event: an event regarding dislocation involving an mdm liner was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to the adm/ mdm poly insert disassociating from the mdm metal liner. Poly was exchanged for the same catalog number. Ceramic head was also revised to the same catalog number but there are no allegations against the head.